Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no failed battery test, low battery alert and unexpected battery power loss noted. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and cracked case near display window corners noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had battery failed alarm. Customer¿s blood glucose was unknown at the time of incident. Product will be returned for the analysis.